Manufacturer narrative:
Combination product: yes. Biotronik submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Biotronik has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by biotronik, or its employees that the device, biotronik, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Biotronik will submit a supplemental report if additional relevant information becomes known.

Event description:
Intermittent rv lead noise can be seen on the rv channel and on the ff. Lead trends are stable and within normal range. It was reported the patient began a very different aerobic style workout program where they move the body in very involved positions. No noise could be recreated in-person in february. Short rv interval counter began to increment in november 2025, indicating the noise could have began around that time. No adverse events reported. Should additional information be received, this file will be updated. Lead remains implanted.